Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing for its right atrial (ra) lead. Technical services (ts) was consulted and reviewed stored data as well as programmed settings. Ts noted the device fixed sensitivity was programmed lower than the current patients p-waves measurements, with the value well below the minimum recommended value for p-waves. Automatic gain control setting was tried, but more undersensing was observed, so the sensitivity was left at the previously fixed value. A revision for the ra lead was scheduled to be performed eventually, but no specific date was provided. This device remains in service. No adverse patient effects were reported.